Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. It was reported a patient with a total hip prosthesis, fell forty-seven days post-operatively due to dementia. Dementia is a neurodegenerative disease with a progressive cognitive decline, leading to gait dysfunction. As the complaint indicates, the patient sustained an external trauma that caused the comorbid state with no allegation against the device prior to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 47 days post implantation due to peri-prosthetic fracture that resulted from a fall. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure 47 days post implantation due to a peri-prosthetic fracture from a fall. There is no additional information available at the time of this report.